Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single patient was not showing on the specific pyxis. A technical support specialist (tss) found that the patient was dropped from the station due to inactivity exceeding the configured station limit. The current station inactivity limit was 15 days, and since no activity occurred within that period, the system automatically removed the patient from the station. Further, the tss advised the customer to increase the admission inactivity days setting temporarily, perform a transaction for the patient, and then revert the setting back to its original value. The customer then confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the single patient was not displayed on a specific pyxis station. No error message was shown, and the patient could not be found in the patient list when added. Although the server contained the correct patient data, the medstation did not display the correct information. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.